Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, ¿persistent pain.¿ this report is number 2 of 3 mdrs filed for the same event (reference 3002806535-2016-00868 / 00870).

Event description:
A patient enrolled in a clinical study was reported as experiencing pain and an increase in radiolucent lines approximately 19 months post implantation.